Event description:
A malfunction alarm identified by malf 16 code was reported and the pump was not resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer's pump was confirmed to be under warranty and technical support arranged for its replacement. The customer reverted to an alternate method of insulin therapy.